Event description:
It was reported this lung transplant pt with mixed connective tissue disease underwent tracheobronchial stent placement in 2000. Several weeks post-stent placement, the pt experienced irritation. It was discovered the stent had fractured. The stent was removed and another stent was placed in 2001. Three weeks post-stent placement, it was discovered this stent had also fractured. The stent was removed 5 weeks later. To date, another stent has not been placed. Several attempts to obtain additional details such as original location of stent, location of stent fracture, pt's current status, etc., have been unsuccessful to date. Should additional details become available, a supplement will be forwarded at that time. To date, the device has not been evaluated by this MFR. Therefore, no failure analysis is available at this time. Without evaluating the device and without additional details, co is unable to determine the cause for this event at this time. The co's directions for use state indicate under warnings and precautions: "the ultraflex tracheobronchial stent system should be used with caution and only after careful consideration in pts with: prior pneumonectomy."